Event description:
Additional information was received from the patient. It was reported that the cause of the reported issue of implant charging slow, is unknown. They had one neck and two knee surgeries. Since the device was installed with neck bone stimulated, it charged in 15-30 minutes. Two replacement devices were sent to resolve the issue. The issue has been resolved.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implanted neurostimulator for the past 2-3 months ago or more. Patient stated they received and are using the replacement recharger. Patient stated the recharger has helped very little. Patient stated their controller won't hold a charge for their implant over the past 2-3 weeks. Patient spoke to manufacturer representative (rep) via phone today about the issue and was redirected to patient and technical services (pats). Patient stated when charging their implant, it would charge a little bit before the controller died again and they haven't hardly used it last month. Patient mentioned they had a knee replacement and weren't in the mood to call earlier, but they decided to call now. Patient confirmed they did not see any error message on the controller. Patient mentioned they had reset the controller. Patient stated the reset helped a little, but it did not take long. Patient confirmed no visible damage to the controller and battery pack (bp). Agent had patient blow air into the controller charging port. Patient confirmed that no noise was heard when the controller was shaken. Agent had patient reset the controller with ac power supply. Patient confirmed controller turned on and the green light was flashing on the controller. Agent had patient disconnect from the ac power supply. Patient saw "battery empty cannot continue recharge the controller" message. Agent had patient reconnect the ac power supply; patient unlocked the controller. Patient confirmed controller battery was at 0% and implant was at 50%. Patient stated they taped the recharger telemetry module (rtm) over their back to ensure excellent recharging but that did not stay long and the next thing they knew, it was down. Patient stated they haven't used it, and it has remained at 0% in their back. Patient stated their implant was at 50% but they haven't used it. Patient stated when they left the controller charging, it would display 100% but it wouldn't charge their implant. Patient stated they were able to charge their controller couple of days ago. Patient stated that previously, they were able to charge their implant for 30 minutes to an hour, and it would last for a day to a day and a half. The issue was not resolved. A request was sent to the repair department to replace the li battery pack. When asked for the event date, patient stated that over the past 6 months, the charging of their implant has been getting slower and slower and for the last they'd say month and a half, it hardly does anything.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that today they reported issues with recharging. Caller was unsure of exact issues and whether it involved recharging the ins and/or the controller and stated that patient was having trouble keeping it charged and it would charge and then wouldn't charge. Caller worked with patient over the phone a few weeks ago for troubleshooting and that seemed to help but patient called again today reported having difficulty again and patient just wanted to send equipment back and not use it anymore as they weren't even sure if the system was helping them enough. Caller was going to conference patient on to the call but patient declined to join the call. Caller stated they would leave it up to the patient if they ever want to call or meet to further troubleshoot but nothing further was needed at this time.

Manufacturer narrative:
B5 h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient mentioned a couple months ago they got a new battery, the flap didn't fit, it got busted and they had it tapped up. Patient mentioned they threw their equipment away thinking it was not doing a whole lot of good. Patient mentioned their back was killing them, they can't walk, it hurts a lot to walk and it took them a couple weeks to notice. Patient mentioned they got frustrated and it would discharge when charging their implant. Agent reminded patient to keep their external equipment when they actively have a scs. Agent transferred patient to sunmed to start the replacement process for the controller. Agent then sent a request to repair to replace the recharger, ac power supply and belt. Pt called back and repeated previously documented information. Pt stated that they were asked to send a picture of their medical records and social secu rity, but they were unsure if they had sent it to the right place. Agent reviewed the controller replacement process and warm transfer the call to sunmed.